Manufacturer narrative:
The lead was returned with no reported event. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.